Event description:
It was reported that the insulin pump has a broken case near window. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube lip, minor scratched display window and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.